Event description:
It was reported that this right ventricular (rv) lead was part of a system revision due to infection. Reportedly, the patient had an allergic reaction to an antibiotic. There were no additional adverse patient effects reported. The rv lead remains in service.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.